Manufacturer narrative:
Upon analysis, the reported events of lead dislodgement and no capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification. No malfunctions were revealed under analysis.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed the lv lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.